Event description:
During field service installation of the device, the service rep reported the battery backup was loose and fell off the system. No other details regarding the nature of the event were provided. Since the event occurred during field service installation of the device, there was no pt involvement during this event.